Manufacturer narrative:
Results - the complaint was confirmed for "invalid impedance." As received, the lead a had kinks with all wires broken at approximately (12 and 13 cm) from the stimulation end. The second lead also had all broken wires at 52.5 cm from terminal end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref. MFR. Report: 1627487-2013-09004.